Event description:
Customer reported a 1/2 inch split in the pump segment occurred during an infusion resulting in a leak. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's report of a leaking set was confirmed. During visual inspection of the set received it was noted that the silicone segment had a 0.2035 inch long tear near the upper fitment. Visual examination under the microscope found two crush marks to the upper blue fitment. Functional testing found a leak near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear is undetermined.